Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: b5, h6 (type of investigation) keeping UDI partial in emdr (B)(6) as serial number is unavailable.

Event description:
It was reported by customer through emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Restarted the pump using the ¿iab fill¿ and ¿start¿ keys. Reviewed alarm details, confirmed no visible blood in helium tubing, and verified secure connections during the call.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).